Manufacturer narrative:
Additional information: a3a, a4, d4, d9, g1, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing and splines were corrugated and torn. Spline c and d were noted to be corrugated. Information received indicates the catheter was inserted with resistance using excessive force. Advisor hd grid mapping catheter, sensor enabled instructions for use (IFU) states ¿do not use force to advance or withdraw catheter when resistance is encountered.¿ insertion difficulty could not be tested due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pellethane tubing, damaged splines and insertion difficulty is consistent with not following the instructions for use.

Event description:
During a supraventricular tachycardia procedure, there was a leak in the sheath and fractures on the advisor hd grid catheter splines upon removal from the patient. An advisor hd grid catheter was opened and was attempted to be placed through a 9f short sheath. The brand of the sheath is unknown. The 9f short sheath had an unusual hemostasis valve, and it appeared to affect the advisor hd grid catheter upon insertion. The splines on the advisor hd grid catheter could not make it through the hemostasis valve without an excessive amount of force. The 9f short sheath was then exchanged. The advisor hd grid catheter was then inserted into the right atrium without issue. However, the signal quality was poor, and the advisor hd grid catheter did not display correctly on the gui. The advisor hd grid catheter was removed from the body and upon review it was noted that the splines had been damaged. A new advisor hd grid catheter was opened and used without incident. The procedure was completed with no adverse patient consequences.